Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. There was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. The device was unable to be interrogated. There was explanted and replaced. No further patient complications have been reported as a result of this event.